Manufacturer narrative:
Device analysis: the delivery device with the stent on the balloon was received with the stent protector (bi-tube) partially engaged on the balloon. The stent and stent protector had moved distally on the balloon and the stent protector exhibited damage. The stent and stent protector had moved distally on the balloon approximately 2.2 centimeters. The stent protector was removed from the balloon and resistance was felt. The stent was removed from the stent protector using forceps, this damaged the end of the stent. The balloon inflated normally when pressure was applied using an inflation device with water. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The manufacturing records for top assembly batch 7900968 have been reviewed and no issue or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
Reportable based on the analysis completed on 02/20/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the physician attempted to place the 4.00 x 24 mm taxus express2 drug eluting stent in the left main (lm), but "when the director pushed the stent, the balloon could not work, and the stent could not release." The procedure was successfully completed with another of the same size taxus stent. No pt complications were reported, and the pt condition is listed as good. However, the returned product revealed that the stent had moved on the balloon.